Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue. The customer's blood glucose was 400mg/dl at the time of call. Trouble shooting was performed and found sensor unable to calibrate and customer received change sensor alert. Customer declined to trouble shoot for high blood glucose as takes manual injections to treat. Sending replacement sensor.